Event description:
Pt. Referred to interventional radilogy for placements of groshong catheter. During procedure, the 4f micropuncture sheath broke inside the right internal jugular vein. Multiple attempts were made to retrieve sheath from vein, however the sheath was known to travel into the left main pulmonary artery. Attempts to remove sheath from femoral approach unsuccessful. Multiple attempts unsuccessful. Sheath removed (B)(6) 2016. No harm to patient.